Event description:
It was reported to st.jude medical that during a follow-up in 2003 aborted shocks oversensing of artifact on the ventricular channel were observed. Movement of the device resulted in replication of the artifact on the ventricular channel. It was found that the set screw was not tight enough on the ventricular lead. The following month the patient was seen in the clinic due to an apparent shock. The device had stored 37 episodes, all due to ventricular oversensing of the same artifact and one resulted in shock the others aborted. The patient was scheduled for a lead and box change. The following month during the explant, it was found that the insulation to the atrial lead was damaged. The ventricular lead appeared normal. However threshold measurements were not stable and the cause of the oversensing was still unknown. The ventricular lead was explanted and the device was replaced to eliminate possible problems with the set screw.